Event description:
It was reported to medtronic neurosurgery that when the physician performed the pre-implantation test, he found that the valve was l eaking. According to the report, the physician used a new valve to complete the surgery. Reportedly, the product wasn¿t used in a patient and there was no impact to the patient.

Manufacturer narrative:
The valve was patent and met the requirements for siphon, reflux, pressure-flow, and preimplantation testing. The device did not meet the requirements for leak testing due to a tear in the bottom membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4)

Manufacturer narrative:
The product evaluation has not been completed. A review of the manufacturing records showed no anomalies. (B)(4).